Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: description of product: connector phaseal optima c35-o 50ea/pk 4pk/ca. Lot or s/n: unknown. Incident date: (B)(6) 2025. Details of complaint (reported issue): details: IV tubing was leaking at the connection of the bd phaseal optima and the bd phaseal optima connector. Other serious outcome: potential for staff and client exposure to cytotoxic medication. Other patient impact: exposure to cytotoxic medication. Other actions taken: infusion was complete so IV tubing taken down and put in cytotoxic bin. Please note: this complaint is submitted for the phaseal optima connector. Sample availability is unknown. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.